Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received unable to communicated with test glucose meter due to alarms. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratches on lcd window and stained end cap sticker.

Event description:
The customer reported that the insulin pump had an unexpected restart and was no longer communicating with the meter. The customer reported that the error alarm occurred during bolus. Blood glucose level at the time of the incident was 63 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.